Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that a balloon rupture occurred at nominal pressure. The device was removed without any problem using the normal method. The procedure was completed with a different device of different model. No patient complications reported and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. The outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that a balloon rupture occurred at nominal pressure. The device was removed without any problem using the normal method. The procedure was completed with a different device of different model. No patient complications reported, and the patient was good post procedure.